Event description:
It was reported to ventec that the device was providing low fio2 (fraction of inspired oxygen) readings. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. Please note: the reporter advised that the patient's actual weight (section a4) is 169.4 lbs., however, the esub form does not allow for decimals.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it providing low fio2 (fraction of inspired oxygen) readings could not be duplicated or confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the report issue could not be determined.